Manufacturer narrative:
Evaluation summary: the analysis results for the mcm20 instrument found that the it was returned with the cartridge cover cracked. The instrument was cycled and would not fed the clips due to a mispositioned lifter spring. The ant-backup was noted to be non-functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure that the clips would not advance in the clip applier. There was no adverse patient consequence.